Event description:
The customer reported the system had an x-ray disabled error message. This resulted in a temporary, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.